Manufacturer narrative:
(B)(4) follow up for device evaluation one protector sample was provided to our quality team for investigation. Through visual inspection, the protector spike is broken, verifying the reported incident. A device history review was performed for reported lot 2502707, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Retained samples of the reported lot were used for additional evaluation. The product was thoroughly inspected and no damage or defects were observed. Functional testing was performed; in all cases the protectors were properly fitted to the vial without issue and no damage to the spike occurred. Product is visually and functionally tested throughout manufacturing according to procedure, ensuring the quality and functionality of the device, including verification that all critical dimensions are within specification, no issues related to the reported issue were noted. Based on our investigation we cannot identify a root cause related to our manufacturing process at this time. To date, there have been no other similar events reported for this lot. The m12 assembly fixture is recommended to ease the connection of the protector to the vial.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Verbatim: material # 515064, batch # 2502707. We had a cstd malfunction last night. The protector spike came out of the device when the technician tried attaching it to the vial. Additional information: 1. Could you please confirm if you attach the protector manually or using the assembly fixture? What medication was being used during this incident? We attach manually. The drug was valproic acid. 2. Did leak occurred? No. 3. Was there any harm to the patient/caregiver? (Detail) no harm.